Event description:
Doctor reported events of "pouch dilatation", "thoracoabdominal pain", vomiting, and "interthoracic hiatal hernia" from journal article: "major hiatal hernia after lap-banding": a rare complication", obesite (2011) 6:263-265. MFR of device is unk. It is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this info the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Multiple requests for further info have been made. Allergan has received no response from the authors. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Hernia, pouch dilation, abdominal pain, and vomit are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of hernia as follows: other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection. Device labeling addresses the reported event of pouch dilation as follows: "band slippage and/or pouch dilation can occur." "Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation." Device labeling addresses the reported event of abdominal pain as follows: "there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain." Device labeling addresses the reported event of vomit as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended."